Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system and this right atrial (ra) lead were explanted approximately a month post implant due to infection. A new system and ra lead were placed. No additional adverse patient effects were reported.